Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please provide lot number: no further information is available. If it is possible, could you confirm if the issue occurred before use on patient or during use on patient?. A head nurse commented that it was before use but collected product from a nurse was cut at the end of its root, so it may have been during use. No further information will be provided. Trade name: irgacare¿, active ingredient(s): triclosan, dosage form: suture/solid/parenteral, strength: 2360 g/m.

Event description:
It was reported that a patient underwent a ob-gyn procedure on (B)(6) 2021 and barbed suture was used. During the procedure, the suture frayed. No adverse patient consequences were reported. Additional information was requested.